Event description:
During the procedure, the grey piece of the tip cover accessory that is used with the endowrist monopolar curved scissor to insulate the tip, kept sliding off the scissors. This piece was removed and replaced with a new tip cover accessory. Upon removal of the original cover, it was noted that the clear tip of the grey piece was cracked. While using the monopolar curved scissor with the second grey piece, it was noted that this second piece completely slid off the scissor and was in the patient's abdomen. This grey piece was then retrieved from the abdomen by the surgeon. A new monopolar curved scissor and tip accessory was obtained and they work appropriately. Acm was notified and original scissor and two malfunctioning tip cover accessories were bagged and give to her. Gray pieces bagged and labeled and given to acm. Spd notified, they keep records of defective equipment. To be returned to company for review. Team followed policy to ensure no retained surgical items.